Event description:
The nurse discovered that the pca combination set that had just been installed was leaking around an apparent crack in the plastic hub. The nurse replaced the set with one from the same lot, and it too leaked.